Event description:
Customer's spouse called to report paramedics coming twice in one week. Customer experienced low bgs and was given glucose via IV. Customer was still wearing the pump however the spouse placed the pump in suspend mode. While in suspend mode the spouse removed from the site. Spouse stated they noticed insulin "pouring out" of the tubing in a steady stream even though there didn't seem to be any clicking sounds. Further troubleshooting was done. Spouse stated that insulin flowed freely during the prime but nothing exited during the leadscrew test. The leadscrew did not seem to be moving. The time was set correct. The date was 1/25/98. There was an error alarm showing on the history. Driver block moved even with the arms in the locked position. Daily totals were not correct.